Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected and analyzed. A lead integrity alert triggered for lead failure predictor on (B)(6) 2012. Oversensing: 1 ventricular non-sustained tachycardia episode at 210 ms on (B)(6) 2012 and one ventricular (v.) Fibrillation episode at 190 ms on (B)(6) 2012. Interference/noise: the v. Short interval count was 50 counts in 0.86 day between (B)(6) 2012. Low resistance/impedance: 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly high voltage-lead impedance trend data shows an impedance decrease for minimum defibrillator active can on impedance was 50 to 0 ohms minimum (un-filtered data) between (B)(6) 2012. High resistance/impedance: 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. 1 alert event for "rv bipolar lead impedance greater than 3000 ohms" on (B)(6) 2012. Battery voltage (bv) was approaching elective replacement indicator. Weekly bv trend data shows minimum battery was 3.103 to 2.938 volts between (B)(6) 2012 and (B)(6) 2012 is before device recommended replacement time less than or equal to 2.6251 volts.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected and analyzed. A lead integrity alert triggered for lead failure predictor on (B)(6) 2012. Oversensing: 1 ventricular non-sustained tachycardia episode at 210 ms on (B)(6) 2012 and one ventricular (v.) Fibrillation episode at 190 ms on (B)(6) 2012. Interference/noise: the v. Short interval count was 50 counts in 0.86 day between (B)(6) 2012. Low resistance/impedance: 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly high voltage-lead impedance trend data shows an impedance decrease for minimum defibrillator active can on impedance was 50 to 0 ohms minimum (un-filtered data) between (B)(6) 2012. High resistance/impedance: 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. One alert event for "rv bipolar lead impedance greater than 3000 ohms" on (B)(6) 2012. Battery voltage (bv) was approaching elective replacement indicator. Weekly bv trend data shows minimum battery was 3.103 to 2.938 volts between (B)(6) 2012 is before device recommended replacement time less than or equal to 2.6251 volts. The device was returned and analysis was inconclusive.

Event description:
It was reported that the device triggered a patient alert. An interrogation showed no impedance values for the hvb (high voltage b) rv (right ventricular) lead but did show an impedance value for the svc (superior vena cava) rv lead even though there is no svc lead implanted. The device battery voltage was quickly depleting and was nearing rrt (recommended replacement time). It was further reported that another patient alert triggered for oversensing on the rv lead. An inappropriate shock was delivered. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was return and analyzed. A high current drain (300ua) was confirmed. No anomalous reference voltages or anomalous pacing or telemetry was noted. Hours later, the high current drain was noted to have cleared during a period where no analysis was being conducted. Various attempts to reintroduce the failure were attempted but were not successful. Further analysis found that copper trace anomalies were noted on the stacked chip scale package (scsp). Electrical shorts consistent with the locations of the anomalies were simulated on a system breadboard (sbb). Simulations were shown to cause elevated current drains ranging from 0ma to greater than 18ma. No simulations between single pairs or combinations thereof resulted in the exact amount of high current drain noted in this investigation (300ua) or by the submitter (4.58ma). Therefore no definitive conclusion can be made for the cause of failure.